Manufacturer narrative:
H6 medical device problem code 1528 was removed. All available information was investigated, and the reported gripper actuation issues was not confirmed via device analysis. The reported positioning failure (leaflet grasping) and difficult positioning in anatomy during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported positioning failure (leaflet grasping), difficult positioning in anatomy, and gripper actuation issues were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr). The first clip was advanced into the anatomy. The physician was able to grab the lateral leaflet. However, when they tried to swing the clip septal to grab the septal leaflet, the lateral leaflet slipped out and the clip suddenly swung far septal and got caught in the chordae. The clip was able to be freed, however, after this the grippers stopped working. After removing the clip, the grippers worked again. A replacement clip was advanced and deployed without issue. A second clip was prepared and advanced into the anatomy. Despite objections from the abbott representative, the physician decided to grasp the anterior and posterior leaflets. The result was not satisfactory in the regard that tr was not reduced, and was creating an eccentric jet. The user could no longer remove the clip from the posterior leaflet and it had to be placed there. No additional clips were deployed. The procedure ended with tr unchanged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.